Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib fault 76" message. Complainant did not indicate that there any no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified and attributed to a resistor on the pace/defib (pd) engine board. However, the customer did not respond regarding approval of the recommended repair of the device. The device was returned to the customer, but labeled "not certified for clinical use". Analysis of reports of this type has not identified an increase in trend.